Manufacturer narrative:
Investigation summary: customer returned (90) 1 ml, 13 mm, 27g bd allergy syringes (15 in an open tray, 75 in sealed trays) from lot # 8331545 as well as a vial of polio vaccine. Customer states that the needle detached from the syringe. All 15 samples in the opened tray as well as 25 syringes from a sealed tray were examined and no defects were observed on any of the syringes. The returned vial was examined and exhibited a loose cannula stuck in the septum of the vial. It is difficult to determine the origin of the loose cannula in the vial. A review of the device history record was completed for batch# 8331545. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no defects were observed on the returned syringes and it is difficult to determine the origin of the loose cannula in the vial. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that needle separation occurred before use with a syringe allergy 1 ml w/ndl 27 x 1/2 rb. The following information was provided by the initial reporter, "doctor opened an allergy tray and when she picked up the syringe, the needle fell off."